Event description:
During a left heart catheterization, a swan-ganz was inserted but it would not register on three edwards hemosphere machines. Constant error message that thermoregulator sensor needing repositioning. Two more swan ganz's used with same results. Physician opted to not use swan-ganz for this case. Package on 1st swan-ganz disposed before lot # obtained, all three devices were saved.